Event description:
It was reported by sales rep that during a rotator cuff repair arthroscopy procedure on (B)(6) 2022, it was observed that the remote control device stopped working. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary - the device was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Upon visual inspection, no anomalies were found in the external condition. Upon visual inspection, the control is observed in a different color, which makes it look old. It was functionally tested with a pump several times and it revealed that the button (run/stop) did not work, it felt as a resistance when pressed it; it was not possible to start the pump using the control. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. Based on the condition of the device, this complaint can be confirmed. The possible root cause could be an internal wear of buttons, as well as heavily use of the device. The constant manipulation between surgeries and sterilization process can lead to a non-working button, however this cannot be conclusively determined. As per the instructions for use (IFU) inspect all equipment and cables periodically for wear. If damage is noted, replace or return to repair service center. Inspect before sterilization or storage to ensure the complete removal of soil from surfaces and holes. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.